Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implant, the implantable cardiac monitor (icm) experienced noise/inference on the electrograms (egm) when tried with different programmers. The device remains in place and a new icm was implanted. No patient complications have been reported as a result of this event.